Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The entire system was checked and was operating according to specifications. A hardware issue could be excluded. A general reagent issue could be excluded as calibration and quality control results were acceptable. Incorrect pre-analytical sample handling was the most probable cause of the event but this could not be confirmed with the information provided for investigation.

Event description:
The customer received questionable results for online therapeutic drug monitoring tobramycin (tob) on three patient samples. It was determined that all three samples had erroneous results that were reported outside of the laboratory. All results are in ug/ml. (B)(6) had an initial tob result of 0.00, accompanied by a data flag; which was reported outside of the laboratory as <0.5. The sample was repeated and generated a repeat tob result of 1.7. The customer deemed the repeat result to be the correct result and issued a corrected report. The patient did not receive any treatment due to the erroneous results that were reported out. There was no adverse event. (B)(6) female, had an initial tob result of 0.00, accompanied by a data flag; which was reported outside of the laboratory as <0.5. The sample was repeated and generated a repeat tob result of 2.4. The customer deemed the repeat result to be the correct result and issued a corrected report. The patient did not receive any treatment due to the erroneous results that were reported out. There was no adverse event. (B)(6) male, had an initial tob result of 0.00, accompanied by a data flag; which was reported outside of the laboratory as <0.5. The sample was repeated and generated a repeat tob result of 3.3. The customer deemed the repeat result to be the correct result and issued a corrected report. The patient did not receive any treatment due to the erroneous results that were reported out. There was no adverse event. The lot of tob reagent in use was 65921701, with an expiration date of 10/31/2013. The field service representative could not find a cause and could not reproduce the issue. He checked the entire system, which operated to specification. The customer performed a precision check and qc, which were "all good".